Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope tested positive for an unknown amount of colony forming units (cfu's) of actinomycesodontalytocus and aspergillus. It is unknown when the issue was found.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for visual inspection and functional tests. Hmi results could not confirm customer report and the device was sent to nelson lab for culture testing. The following reportable malfunctions were identified during the device evaluation/culture testing: positive culture/cross-contamination. Confirmed culture in bx channel and distal end forceps elevator: pseudomonas stutzeri, aerococcus viridans and bacillus mojavensis. A definitive root cause could not be identified. There could potentially be a correlation between the actual product/ device status and cause of contamination however, without detailed cds information from the customer, olympus is unable to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. Based on the results of the investigation and culture testing, it is likely the following led to the malfunction/contamination: poor water quality. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00036. The following patient identifiers are linked: (B)(6). It was reported the scope was last processed on 17-nov-2024. The facility did not use etq sterilization. It was noted that precleaning was not delayed after the procedure, and water was aspirated through the instrument/suction channel with a suction pump.. Manual cleaning was performed within an hour. The instrument/suction/balloon channels and air/water/suction/biopsy valves were all brushed; the forcep elevator was also brushed. No abnormalities were seen with the reprocessing accessories. The cleaning detergent the facility uses is prolystica concentrate presoak. The scope passed the leak test. An olympus endoscopic support specialist was last on site on 24-jul-2024; there had been no change in reprocessing facility personnel since that on site visit. The endoscope was stored in a cabinet with circulating air and hepa filters. In regard to the automatic endoscopic reprocessor (aer) ¿ the facility uses detergent- rapicide pa part a, disinfectant- rapicide pa part b. All channels were connected with tubes when the endoscope was connected to the aer. The facility approved the scope to be sent for further culturing, but at this time no results are available.

Event description:
Additional information was received from the customer that after a procedure involving a duodenovideoscope which culture tested positive for actinomycesodontalytocus and aspergillus, a patient developed an infection. No further information regarding the patient was available.